Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, at the first firing, the device was used for the procedure of bladder infiltration, in which the tissue was thick, the first reload could not be connected to the handle. Upon replacement by another type of reload, connection was able to be performed, but when the jaws were closed, excessive force indicator displayed. After a while, excessive force indicator disappeared and firing was performed, but the firing stopped halfway. After removal from the surgical field, a new reload was used, but the firing stopped halfway as the same, and the device was removed from the surgical field. After replaced with another new reload again, the device was approached to the tissue, but firing could not be performed. Then replacement with the third reload was performed, and this time the firing was able to be completed. After that, anastomosis was performed with another type of device, and the procedure was able to be completed. The surgical time was extended by less than thirty minutes. After the procedure completed, the patient was discharged from the hospital, and then returned to the ward, but the status was bad and a major leak occurred, and was sent to the operating room again for re-operation.